Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user could not log in as there was no login screen available. After rebooting the system, it prompted for the admin password instead of launching the medication application. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user could not log in as there was no login screen available. After rebooting the system, it prompted for the admin password instead of launching the medication application. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication application was not launching. A technical support specialist (tss) logged into the station, applied the steps in the knowledge article 'medapplication not launching automatically; station at blue screen', and the issue was resolved. The tss confirmed with the customer that the case could be closed. The system functioned as intended after the technical support specialist troubleshot the device.